Event description:
It was reported that the patient was unsatisfied with implant placement as the cylinder on the right was not distal enough. Initially the physician planned to remove and replace the implant. During the surgery, the physician decided to just add another rear tip to adjust the length of the right cylinder. No patient complications were reported.